Manufacturer narrative:
D10 concomitant products: sigsbchgr sig power sigsbchgr one -bay charger - (serial# (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, when the device was placed into the charger, the led initially lit up green, but after a few minutes, the light turned red without charging. The handle did not indicate anything on the screen. It was completely turned off. There was no patient involved. Medtronic's initial evaluation of the incident is that the handle was received with a fully depleted battery. One of the battery cells was found to be vented.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Func tional testing found that the handle was removed from the charger, but it did not initialize. The voltage imbalance at rest (vimr) bit was tripped, permanently disabling the battery. One of the battery cells was found to be vented. The data saved to the system was evaluated and it was noted that while the handle was inserted into a charger, the battery voltage drained below operable levels over time. This would result in the handle not initializing after being removed from the charger. It was reported that the signia power handle was not charged. The reported issues was confirmed. The most likely cause was traced to software coding. It was also reported that the vimr was bit tripping. The reported issue was confirmed. The most likely cause could not be established from the information available. It was additionally reported that the battery was vented. The reported issue was confirmed. The most likely cause was traced to component failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.